Manufacturer narrative:
A "replace generator soon" message was reported to abbott. Analysis of cp logs conclude that the ipg's voltage was still good, and the message was false. The device was not returned for analysis; however, event details indicate that the system software was updated and the message cleared. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy.

Manufacturer narrative:
Correction: device code should have been (B)(4) rather than (B)(4).